Event description:
It was reported that the patient¿s dbs system had shut off on its own twice in the last couple of months, and they didn't know what caused it. The patient said that it was "really odd" when their dbs system shuts off, noting that their "mouth starts going" and they "start going." The patient mentioned that they forgot to charge one of the implants once, and it got down to 0%. The agent reviewed that therapy would turn off if the implant reached 0%. Yesterday, the patient stated that the left ins battery discharged, but they were able to charge it and turn the ins back on. Also, yesterday, the patient saw that the right ins was 100% charged, but therapy was turned off. The patient knew it was off because they were acting weird and not feeling right. The patient confirmed that they were able to turn the right ins on. They said they were "just struggling," but they thought both inss were turned on at the time of the call. The patient wanted to check the inss and ensure the patient programmer pp was reading each ins correctly, but the patient could not find the programmer and said they would need to call back. Then later in the call, the patient said they had followed up with a doctor who told the patient "one side was off," the patient was waiting to hear back from the doctor, and they were hoping the doctor would be able to fix everything.

Manufacturer narrative:
Correction this implantable neurostimulator ins was reported as a concomitant in regulatory report #3004209178-2023-11551 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.